Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, there was an "eod" error code on channel b on the heater cooler unit. Since the event occurred during preventative, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.